Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that there were air bubbles present in the pt line and luer lock. Reportedly, customer performed a fill tubing and had to use 30 units of insulin to expel the bubbles. Customer had elevated blood glucose levels (250 mg/dl).